Manufacturer narrative:
(B)(6).

Event description:
It was reported that the speed was unstable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.25mm rotalink plus was selected for use. During preparation, it was noted that the rotational speed was unstable; set operational speed was 190000 rpm. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that the speed was unstable. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.25mm rotalink plus was selected for use. During preparation, it was noted that the rotational speed was unstable; set operational speed was 190000 rpm. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the maximum speed reached was 190,000, which did not exceed the set operational speed. Also, there was no particular problem in the test but suddenly it switched to dynaglide during cutting in the body. The dynaglide was released and the cutting was repeated several times, but the dynaglide was switched to.